Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient was examined by their dentist and advised to stop aligner treatment as the treatment is not adequate for movement of patient's tooth movement.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.